Event description:
It was reported, "PICC line in the community. Came back to hospital and the line had split." No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. An approximately 3 mm long longitudinal split was observed in the catheter about 11.6 cm distal to the molded joint. A note that reads ¿tpn¿ was observed to be attached to the extension leg of the white lumen. Each lumen of the sample was flushed with a 12 ml syringe of water and a leak was observed emanating from the split in the catheter when the white lumen was infused. It should be noted that the white lumen is a non-power injectable lumen. A microscopic observation revealed the edges of the split were wavy and well-defined with a flat and granular surface texture. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. As a note, the product IFU states: ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported, "PICC line in the community. Came back to hospital and the line had split." No other information was provided.